Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml saline fill china sp experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the endoscopic center fro the user facility was asked to seal the tube for the indwelling needle at about 10 am. When the nurse opened the bd flush 10ml package and was ready to use, she found that there was a white rubber stopper in the liquid, so she stopped and did not give it to the patient.

Event description:
It was reported that the syringe 10ml saline fill china sp experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, the endoscopic center fro the user facility was asked to seal the tube for the indwelling needle at about 10 am. When the nurse opened the bd flush 10ml package and was ready to use, she found that there was a white rubber stopper in the liquid, so she stopped and did not give it to the patient.

Manufacturer narrative:
H.6. Investigation summary: one sample and one photo were received for evaluation. There is a piece of a tip cap in the fluid path. It is stuck to the rubber stopper. The photo shows the syringe with the piece of tip cap in the fluid path. The sample was passed through the inspection machine and was accepted since the piece of tip cap was not moving. It was passed again after getting it loose and it was rejected. A jam may have occurred damaging a tip cap and a portion of this damaged tip cap ended up in the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.